Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The proximal conductor was fractured, the defib conductor was distorted, and blood/body fluid was found on all conductors (not obstructed). The outer tubing overlay was melted and exhibited cosmetic environmental stress cracking. The outer insulation was torn and blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that the patient received multiple inappropriate shocks, and the lead exhibited high impedance and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.